Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.

Event description:
Affiliate reported that device was implanted in 2007 with unknown pressure setting. In 2008 pressure was 200mmh20. In (B)(6) 2011, an xray confirmed pressure was between 30 and 200mmh20 with slit ventricles, however patient was not symptomatic. Device has not been explanted and patient is stable.